Manufacturer narrative:
Examination of the submitted device confirmed the threads are fractured. Visual examination under magnification found damage to the threads. The damage suggests cross-threading and that the threads were not fully seated prior to impaction. A complaint database search finds no additional reports against the complaint sample product and lot combination. A complaint database search against product code 212801025 did not identify any trend of thread breakage/damage. The root cause is attributed to user error/technique. Damage to the threads indicated cross-threading and the threads not being not fully seated prior to impaction. Based on the root cause determination of user error/technique, the need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threads broke off the slap hammer.